Event description:
It is reported that the initial surgery and a check of x-rays of 2 weeks after surgery proved to be normal. Patient required a second surgery on (B)(6) 2012 as the lag screw had completely disassociated from the nail and was grounded into the pelvic wall beyond the threads of the lag screw.

Manufacturer narrative:
The device history records were reviewed and found to be conforming. As soon as the parts are received and an investigation result is available, a follow-up report will be submitted. (B)(4).